Event description:
Caller reported that their t:slim x2 pump battery would not charge, and there was no power source alert in the pump history. The caller tried different charging cables and wall adapters, but the issue persisted as the charging connection was not recognized. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup therapy. Cts informed the customer about the shipment of a replacement pump with updated software and provided guidance for returning the faulty pump. The customer understood and acknowledged the instructions given.